Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, the home patient (hp) is requesting assistance with ending therapy. The hp stated that she became disconnected from the patient line at the transfer set and then reconnected herself. The hp stated that she realized that she should not have reconnected herself and contacted the peritoneal dialysis (pd) nurse. Per the hp, the nurse instructed the hp to end therapy, do a manual drain and go into the dialysis center in the morning for antibiotics. The technical service representative (tsr) assisted the home patient (hp) by ending therapy and the hp will use manual supplies for draining. Product surveillance contacted the pd nurse in 2009 and she stated that the she was aware that the hp's transfer set separated from the patient line. She stated that they gave the hp prophylactic antibiotics and the patient did not have peritonitis. She stated that she was not sure of the lot number because the transfer set was placed at the hospital the same time the patient had their catheter placed. She also stated that the separation was due to the transfer set and not the patient line. She stated that the patient is doing fine and resuming therapy as normal on the cycler.

Manufacturer narrative:
Per the customer, the sample was still in use.